Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm power error detected. Customer's blood glucose at time of incident was 7.2mmol/l. The customer is advised the internal power source in the pump is unable to charge. The customer stated that every time she remove the battery the notification light stopped immediately. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
The pump was returned for power error alarm 25. The detailed trace analysis confirmed the alarm 25 was triggered when the backup battery unloaded voltage was less than 3.7 volts for consecutive 240 minutes. The detailed traces confirmed that the root cause was the non-sleep anomaly software error. The pump was received with minor scratches on the lcd window, case and keypad overlay.